Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The lead was reported due to insulation abrasion. The lead revealed as having significant variation in pacing lead impedance in the bipolar configuration. There were no other electrical anomalies. The lead will be monitored.